Manufacturer narrative:
User error: the end user's foot slipped off of the footplate while the end user was operating the power wheelchair in the home. Hoveround's owner's manual warns "[t]o reduce the chance of serious injury or death from tip-over, collision with obstacles, loss of control, or falling from the power wheelchair, keep yourself properly positioned in the seat: keep your back against the seatback, arms on the armrests, and your feet on the footplate."

Event description:
The end user states while operating the power wheelchair in their home, the end user's foot came off of the footplate and got caught in a rug.